Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced spi to motor pic communication error on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm did not occur during the rewind/prime sequence. The customer was unsure of when the alarm occurred and just knew she was connected to the body and not during fixed prime. The customer stated it was not less than 24 hours from the low battery alert to the off no power alert. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No spi to motor pic communication error alarms, followed by off no power alarms noted. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.